Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and performed 30k preventive maintenance.

Event description:
The customer reported smoke damage on a ltv1150. There was no information for patient involvement associated with the event.